Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 10mg/ml at 6.994mg/day, clonidine 100mcg/ml at 69.9mcg/day and bupivacaine 10mg/ml at 6.994mg/day via an implantable pump. The indication for use was malignant pain. It was reported that the patient felt he wasn¿t getting adequate therapy. A catheter dye study was done today (B)(6) 2017 and 1 cc was aspirated through the cap (catheter access port). The healthcare provider then injected the contents, 1cc of fluid in the syringe including drug and csf (cerebral spinal fluid) back into the cap (catheter access port).